Event description:
It was reported that after the implant of an artificial urinary sphincter (aus), the physician believed there was not enough liquid in the aus. The physician scheduled a procedure for (B)(6) 2022 to try to fill up the system again. Additional information was received indicating a hole was found in the balloon component during the scheduled revision procedure. A new balloon was implanted. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the reported events could be traced to handling of the device or component through product investigation. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The ams 800 artificial urinary sphincter (aus) balloon component was visually inspected, microscopically examined, and tested for leaks. Two pinhole fluid leaks were discovered in the top half of the balloon shell approximately 25mm apart. Both holes were consistent with puncture damage from a sharp instrument or sharp tool. Labeling review: upon reviewing the IFU, ams 800 male us, the following statements were identified as applicable. Caution do not place any hemostats on top of the balloon. Any instruments on the balloon can damage it. Based on the event description of accidental puncture during the implant procedure, it can be concluded that the user did not properly handle the device according to the orm/IFU. The appropriate warnings were identified in the IFU and orm documents. Investigation conclusion: based on this investigation, the investigation conclusion code of unintended use error contributed to event was chosen because the reported events could be traced to handling of the device or component through product investigation.

Event description:
It was reported that after the implant of an artificial urinary sphincter (aus), the physician believed there was not enough liquid in the aus resulting in urinary incontinence. The physician scheduled a procedure for (B)(6) 2022 to try to fill up the system again. During the revision surgery, a hole was found in the balloon component. A new balloon was implanted. There were no patient complications reported. Following the surgery, the patient was continent and the outcome was good.